Manufacturer narrative:
(B)(4). This is a report of a use error where the care giver reconnected a disconnected patient during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient became disconnected from the homechoice during a drain cycle. When the care giver noticed, they reconnected the patient. The technical service representative advised the patient to start over with all new supplies. The technical service representative had the patient cycle power on the homechoice and down arrow to the end of therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.